Event description:
Ous MDR - after an implantation time of about 10 months, it was reported that the ICD could no longer be interrogated after cardioversion. This is all of the information that was provided to us. Should additional information become available, this event will be updated.

Manufacturer narrative:
The ICD first underwent a status interrogation, during which the clinical observation was confirmed, the device could not be interrogated. The ICD was then visually inspected. During the inspection, sparkover traces could be noted on the ICD housing, which indicate a sparkover between the hv conductor of the lead and the ICD hosing. In addition, traces of abrasion were noted on the ICD housing. The dot-shaped sites of locally melted titanium indicate a sparkover during the shock delivery between the housing and the hv-1 conductor of the lead. The ICD can be damaged by a shock delivery into a low-ohmic shock path. The damage to the electronic module then lead to a permanently increased current uptake and consequently to a discharge of the battery and the resulting inability to interrogate the ICD. There were no sparkover traces or short circuits either within the ICD or in the connection system, which could be related to the clinical observation. The low-ohmic shock path clearly resulted from an external short circuit. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. Next, the device was opened. A destroyed final shock stage of the electronic module was identified. This damage to the final shock stage indicates a shock delivery into an external low-ohmic shock path. There were no indications of material defects or manufacturing errors for either the ICD or the lead.